Event description:
On (B)(6) 2013, a mckesson employee investigating an archiving failure at a customer site (B)(6) reported that a CT study containing 1507 images sent from the modality, appeared to have 7 images missing. This discrepancy resulted in the failure to archive the study. The CT study was performed by the customer on (B)(6) 2013. No pt harm was reported.

Manufacturer narrative:
At this time, the investigation is still active. Mckesson is investigating the event discovered at this site to determine the root cause. Once the investigation is complete, mckesson will submit a follow up report with the evaluation summary.